Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Upon receipt, the device was above eri and was found to communicate appropriately with a programmer. The device was normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited signs of premature battery depletion and was replaced.